Event description:
It was reported that during a procedure a crbs polarx fit balloon cath st was selected for use. When the catheter was approaching the left superior pulmonary vein, the error "00004000-2 the console detected blood in the catheter" was displayed. The physician took out and replaced the catheter, and the procedure was then completed successfully. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.